Manufacturer narrative:
(B) (4). Dissection may occur during this type of procedure and as listed in the instructions for use, dissection is a known potential adverse event associated with the use of the product. Implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (carotid endarterectomy, further dilatation, or placement of additional stents). There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Adverse event: intimal dissection, placement of unplanned stent. Onset of adverse event: during the procedure. Device issue: none. It was reported that during a right internal carotid artery stenting procedure, at the distal edge of the stent, a dissection occurred. An absolute pro stent was used to treat the dissection. There was no adverse patient sequelae reported. Although requested, there was no additional information provided.